Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that when the device advanced the delivery system in the aorta, the front grip detached from the rest of the delivery system. Ordinary force was used to advance the system. The procedure was completed by pushing/holding the screw gear halves together and then using the external slider as usual. The event had no impact on the outcome for the placement of the stent graft or patient condition. The delivery catheter was received and the evaluation is pending. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: pending device evaluation. Conclusions: pending device evaluation.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned and the analysis has been completed. During the analysis of the delivery catheter the front grip handle was not securely fastened to the delivery catheter. The evaluator was unable to slide the front grip handle back into the seated position. When the front grip handle is pushed into the correct position there should be a clicking noise; however, there was no clicking sound heard. While visually examining the front grip handle from the returned device, a piece of broken plastic fell out. The handle was examined under the microscope and there was damage to second rung inside of the front grip handle where the piece of plastic broke off. It was not possible to conclusively determine what caused the damage to the front grip handle.